Manufacturer narrative:
The commander delivery system was not returned; however, photographs/screenshot, video and imaging was provided and reviewed. The complaint for valve movement on balloon and handle fine adjust difficulty was confirmed based on the review of the imagery. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance was unable to be determined. A review of manufacturing mitigations and complaint history was conducted and did not find any indication that a manufacturing non-conformance have contributed to the complaint. As reported, ¿the valve was not crimped exactly where it should have been¿ and ¿fine adjustment was unable to be performed¿. If the valve is crimped off of the crimp balloon and overlaps the inflation balloon, during valve alignment, the inflation balloon could bunch up and cause difficulty in fine adjustment. As noted in imagery review, if the valve is not seated within the markers, which for this case the valve being positioned more proximal; during deployment, distal end of the balloon will be inflated first and pushing the valve toward aorta direction (valve movement on balloon as reported from the field). Based on the returned photographs and cine imagery, the complaints of delivery system - valve movement on balloon and handle fine adjust difficulty were confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling or IFU/training inadequacies were identified. In this case, available information suggests that procedural factors (improper crimping and valve alignment) may have contributed to the reported events. Review of complaint history revealed that the occurrence rate for the applicable trend categories did not exceed the march 2017 control limits, therefore no corrective and preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during deployment of a sapien 3 valve, the balloon did not inflate correctly. The balloon appeared to have a ¿strange shape¿ before migrating into the aorta while the guide wire was still in place. Post embolization the physician had difficulty relocating the valve into the lower abdominal aorta. He was unsuccessful, the patient was converted to open surgery but the patient died 3 days later due to mesenteric ischemia. Per report, post procedure review of images indicate that the valve was not crimped exactly where it should have been. It is not known what is the cause of incorrect alignment of the valve, possibly the pusher was not totally pulled back, valve alignment not performed at 100%, or accidental movement of the fine alignment wheel.